Manufacturer narrative:
B3: date of event - used the first day of the month of the aware date since no exact date provided. The device was returned for analysis. Visual inspection revealed a kink in the sheath assembly. Visual and microscopic inspection revealed a catheter twist beginning 8 cm from the lap joint section. Imaging core windup was noted beginning 21.5 cm from the distal end of the connector shaft and the drive shaft was noted to be broken. No other visual damages were encountered during visual inspection. Impedance testing showed an electrical open at the proximal wave form.

Event description:
Reportable based on device analysis completed on (B)(6) 2023. It was reported that visualization issues occurred. The opticross 18 imaging catheter was advanced for ultrasound examination of the target lesion, but the image was unclear. Another device was used and worked fine. No patient complications were reported. However, device analysis revealed the imaging window was twisted.